Event description:
It was reported that while using bd vacutainer® eclipse¿ blood collection needle the safety shield broke off. The following information was provided by the initial reporter: it was reported that the safety broke off.

Manufacturer narrative:
The following fields were updated due to additional information: h6: investigation summary: bd had not received samples, but 1 photos were provided for investigation. The photos were reviewed and the indicated failure mode for broken pivot shield with the incident lot was observed. Bd determined that the root cause is plastic flash on the pivot shield which created a tight fitment between the pivot shield and collar; thus, restricting the movement of the pivot shield forcing it to break off. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. H3 other text : see h10.

Event description:
It was reported that while using bd vacutainer® eclipse¿ blood collection needle the safety shield broke off. The following information was provided by the initial reporter: it was reported that the safety broke off.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of defective locking mechanism through a corrective and preventive action (CAPA)1465371.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using bd vacutainer® eclipse¿ blood collection needle the safety shield broke off. The following information was provided by the initial reporter: it was reported that the safety broke off.